Event description:
Approximately 7 weeks postop, the pt presented with angina and 1 or 3 grafts anastomosed with connectors during an off-pump procedure was found to be stenosed. The graft (to the 1st diagonal) was stenosed at the anastomosis site and was noted to be a "small" vein with a "small" target vessel. In 2002, the graft was dilated and the procedure was reported to have been successful in the early postop period. The connector remains implanted.